Event description:
It was reported that the pump touch screen was dull. There was no patient involvement as pump was a demo pump. Reportedly, the pump continued to be used as a demo pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.